Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an itchy blister on his back that developed to an open wound. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed an itch cream and the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an itchy blister on his back that developed to an open wound. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed an itch cream and the irritation improved. Supplemental report 8/31/2021: submitting report to correct section g4.